Event description:
Customer reported experiencing an alarm 2 followed by an alarm 26, with an occlusion event occurring earlier in the day, resulting in blood glucose levels exceeding 500 mg/dl. The specific glucose value was unknown, but it displayed as "high." To manage the situation, the customer administered a correction bolus via the pump and resolved the recurring occlusion events by changing the infusion set and cartridge and resuming insulin. There was no need for assistance from a third party. Cts to provide one-time pump replacement. Customer will continue to use pump for insulin.